Manufacturer narrative:
Analysis of the electronic data files from AED sn: (B)(6) reveals that on (B)(6) 2018, during an automated quarterly self-test, the AED detected a potential problem and attempted to alert the user by flashing its red asi and chirping. The electronic data shows that the AED continued to flash its red asi and chip for 7 months without any evidence of any human interaction to address the AED's condition, until on (B)(6) 2018 when the AED stopped performing self-tests, likely due to a depleted battery. The electronic data did not show any recorded events during the reported rescue attempt on (B)(6) 2020, which indicates that the AED was not powered on likely due to the depleted battery pack. The electronic data files reveal a lack of maintenance on this AED, specifically with the AED's battery pack, which prevented the AED from being able to perform on (B)(6) 2020 rescue attempt.

Manufacturer narrative:
Although requested, the electronic data from the AED has not been returned and the cause of the event is not known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported by a customer that during a rescue attempt, the AED would not power on due to a dead battery pack. It was reported that the patient was not resuscitated.